Manufacturer narrative:
One level 1 hotline was returned for analysis. Cracks to the housing and tank cover were noted upon visual inspection. The tank was filled with water and water leaked. Crack was observed to the tank enclosure near the drain fitting. Based on the evidence, the complaint was confirmed. However, the problem source is unknown. It is thought that the enclosure crack from the drain fitting was causing the device to leak.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer has a water leak. No adverse effects were reported.